Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they are having troubles with the implantable neurostimulator (ins). They explained that at certain times, they see symptom control, but then their symptom control "drops off" to the point where they can't walk, sit up, and their speech is affected. They stated that they felt 100% when they initially had the ins turned on and programmed, but soon experienced problems where they "fell off the deep end" because their arms would tense up. They would feel "too euphoric or high," was wound up too tight, was screaming out loud, and became incapacitated. They stated that their symptom decline was a shock to them, and they slowly, progressively got worse. They reported that suddenly the ins would work again and the symptoms would improve. They reported that their symptoms occur when their ins "runs real low for short periods of time." They stated they keep their cell phone in their breast pocket, right over the ins. They stated their reason for calling was to get cell phone compatibility information and to know if their symptoms are normal. The patient stated they noticed this issue a month after it was inserted, in (B)(6) 2019. They stated they know their ins was on because they have previously checked the therapy with the patient programmer (pp). They have also talked to the healthcare provider (hcp) about their symptoms and tried different settings with the deep brain stimulation(dbs). The compatibility information was reviewed with them and the patient was encouraged to further discuss the symptoms and possible reprogramming with their hcp. Additional information was received on 2020-jan-15 from a healthcare provider (hcp). It was reported that at this time, they have been able to provide beneficial therapy, however, the patient's brain accommodates on average 3 days and no longer has benefit. The patient's implantable neurostimulator (ins) retains all settings. An alternate group was given. They will be trying interleaving or constant current at the next visit. The patient's initial settings were on the most distal contacts. They suspect stimulation was spreading to lumbar system. The hcp does not believe the cell phone caused an interference with the implantable neurostimulator (ins) per discussion with multiple manufacturer representatives (reps) and technical support who tasked with the patient. The cause is still being worked on. At this point, the symptoms have resolved.